Manufacturer narrative:
The customer reported problem was not confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: 8015 sn: (B)(4) customer wanted to know what could be the fix to this error code. Failure device type: failure problem type: failure mode: case resolution: replace backup speaker I explain to the customer that low battery charge will cause this error to occur. So I recommended that he let battery charge for a few minutes and power up. I also explain to him that if recharging the battery does not remove the error, check and replace the backup speaker. The customer said ok and ended the call.